Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose readings. The insulin pump alarmed the customer that her blood glucose level was 45 mg/dl. When in reality her blood glucose level was in between 80 and 160 mg/dl. The customer also had an issue with an infusion set. As she tried to insert the infusion set, the cannula bent causing her high blood glucose levels. The product was not returned. Nothing further to report.